Event description:
An, intepro lite," medical device was implanted to treat pelvic organ prolapse. It was reported that the device has caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also reported that she experienced, "infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
The device implanted in this pt was not specified. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.